Event description:
Sfa stenting-patient enrolled in prospero trial in another country: mild dissection reported during pre-pta. Patient recovered without permanent injury.

Manufacturer narrative:
Reference MDR 2183870-2008-00215 and MDR 2183870-2008-00217 for other protege everflex stents used in this procedure.